Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the q1 pm the ECG d was pulling down the belt discharge voltage. The root cause for belt discharge voltage was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.